Event description:
Information received by medtronic indicated that the customer reported that the issue with synchronization with carelink within minimed mobile. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the app. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation/testing summary: during out initial investigation we provided the required open port (443) to the helpline to share with the user. User stated that they had followed the provided instructions but that their proxy server could not be reached from within zscaler environment. We conducted a thorough investigation first by: confirming the customer's reported issue; then checking with the dev team if icmp was required for the uploader to function. (It was not) additionally, we asked the customer for error messages and provided instructions for gathering logs from the user's machine. Supplied helpline and customer with the following troubleshooting steps: can they provide the local uploader.log file, located here: c:\users\\%username%\appdata\local\medtronic\carelink\uploader\uploader.log; that should tell us what is being blocked. We also suggested a troubleshooting step to diagnose the issue by enabling/disabling specific network configurations. The issue was not explicitly reproduced in our environment as it was specific to the customer's zscaler network configuration. However, we received feedback from the customer that they could access the software through their old proxy server, which led us all to conclude that the problem likely stemmed from their zscaler settings. The customer will try to modify their zscaler settings and will let us know if the issue persists. If this is the case, help line will be creating a new ticket with new svn. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10542712doc_x, version pch00098029. (Most likely) root cause: due to local zscaler network rules blocking uploader traffic. Analysis summary: zscaler environment not properly configured to allow uploader traffic to exit users local network. User reported reverting to using a separate proxy server instead. Helpline confirmed issue resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.